Event description:
The users relative called in and stated that the users blood glucose level was high. She checked the infusion set and found a crack at the luer connection of the silhouette infusion set. The user has changed the infusion tubing and the problem was resolved.